Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this pacemaker presented to the hospital with syncope and hypertension. Review of stored device memory noted a few non-sustained ventricular tachycardia (nsvt) episodes and the physician contacted boston scientific technical services (ts) for review of the rhythm noted on electrogram (egm). Review of egm strips noted that the patient had atrial fibrillation (af) with inverted t-waves. Review of the nsvt episodes showed a mix of pacing and sensing and noted normal device function, however, the root cause of syncope was not determined. No additional adverse patient effects were reported. This product remains implanted and in service.